Event description:
It was reported that a routine procedure, aside from not having titan anchors, was performed on (B)(6) 2011. A revision on (B)(6) 2011 was done due to loss of stimulation. An x-ray revealed that the lead had pulled out of place. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).